Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, prior to the use of the dilator in a percutaneous transhepatic cholangiography, fray like damage was noted on the tip of the device. The device was exchanged for another of the same lot to complete the procedure. This issue was discovered prior to patient contact; accordingly, no patient adverse events occurred as a result f the product issue. The product is reportedly unavailable for return.

Manufacturer narrative:
A review of complaint history, device history record, documentation, manufacturing instructions, quality control data and visual inspection of a reserve sample was conducted during the investigation. The device was not returned to the manufacturer for evaluation. A representative device from another lot was obtained. Examination of this device showed no damage. Due to only a representative device being available, it is unknown if the complaint device's attributes or specifications contributed to the customer complaint of "fray-like damage in the dilator tip." A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record for the jcd14.0-38-20 dilator (work order 8098783) revealed one (1) non-conformance within the lot. This device was scrapped and not replaced. A search of the manufacturer's database revealed one other complaint associated with complaint lot number 8098783. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified, and monitoring will continue to be performed for similar complaints.